Manufacturer narrative:
The device was evaluated in the field by a field service technician on 01apr2019. The technician tested the system with both field service handpieces and the system passed without issue. The technician noted that he suspects that the customer's handpiece was either incorrectly assembled or possibly damaged and in need of repair, however, the customer's handpiece was not available for testing to confirm. The device history record documentation and service history were reviewed and no anomalies that could be associated with the complaint incident was observed. The complaint was not verified as valid. Investigation for cause was unable to be performed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were experiencing intermittent handpiece firing while using the cusaexcel2 cusa excel + ultrasonic tissue ablation system. It was reported that when they used the handpiece on another cusa, everything worked fine. Additional information was received on 01apr2019 indicating that the patient was prepped for a neurosurgery procedure on (B)(6) 2019. The handpiece was working sporadically. The issue caused a one hour delay in surgery. There was no known patient injury or consequences noted; just longer procedure time. The customer completed the surgery by swapping to a different machine.